Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)'), genital haemorrhage ('gen. Abnormal bleeding') and meniere's disease ('other injury(ies) or complication pleaseother injury(ies) or complication please describe: meniere's disease') in a 38-year-old female patient who had essure (batch no. 645019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test" and device difficult to use "there was some difficulty with introduction of essure device". Concomitant products included diazepam (valium), duloxetine hydrochloride (cymbalta) and levonorgestrel (mirena) since 2006 to august 2010. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient was found to have teratoma ("tumor / teratoma / cancer type: teratoma"). In 2010, the patient experienced hypoaesthesia ("neurological conditions or problems - type: numbness") and impaired work ability ("inability to work"). In 2015, the patient experienced meniere's disease (seriousness criterion medically significant) and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), urinary tract infection ("uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), allergy to metals ("nickel allergy"), conversion disorder ("psychological or psychiatric problems condition: bipolar conversion disorder"), nausea ("nausea"), gait inability ("pain inability to walk"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy - laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, genital haemorrhage, dyspareunia, blood disorder, cardiac disorder, weight increased, fatigue, migraine, headache, hypoaesthesia and impaired work ability had resolved, the meniere's disease, urinary tract infection, bladder disorder, urinary tract disorder, allergy to metals, conversion disorder, uterine leiomyoma, nausea, teratoma, gait inability, vaginal haemorrhage, menorrhagia and pelvic pain outcome was unknown and the fibromyalgia was resolving. The reporter considered allergy to metals, bladder disorder, blood disorder, cardiac disorder, conversion disorder, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gait inability, genital haemorrhage, headache, hypoaesthesia, impaired work ability, meniere's disease, menorrhagia, migraine, nausea, pelvic pain, teratoma, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right fallopian tube - 3 coils. Left fallopian tube - 3 coils. Lot number: 645019 manufacturing date: 2009/05 expiration date: 2012/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs received: new events pelvic pain, menorrhagia, vaginal bleeding. On (B)(6) 2019: quality safety evaluation of product technical complaint. 4 & 5 follow-up processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)'), genital haemorrhage ('gen. Abnormal bleeding') and meniere's disease ('other injury(ies) or complication please other injury(ies) or complication please describe: meniere's disease') in a (B)(6) female patient who had essure (batch no. 645019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test" and device difficult to use "there was some difficulty with introduction of essure device". Concomitant products included diazepam (valium), duloxetine hydrochloride (cymbalta) and levonorgestrel (mirena) since 2006 to august 2010. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient was found to have teratoma ("tumor / teratoma / cancer type: teratoma"). In 2010, the patient experienced hypoaesthesia ("neurological conditions or problems - type: numbness") and impaired work ability ("inability to work"). In 2015, the patient experienced meniere's disease (seriousness criterion medically significant) and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), urinary tract infection ("uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), allergy to metals ("nickel allergy"), conversion disorder ("psychological or psychiatric problems condition: bipolar conversion disorder"), nausea ("nausea") and gait inability ("pain inability to walk") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy - laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, genital haemorrhage, dyspareunia, blood disorder, cardiac disorder, weight increased, fatigue, migraine, headache, hypoaesthesia and impaired work ability had resolved, the meniere's disease, urinary tract infection, bladder disorder, urinary tract disorder, allergy to metals, conversion disorder, uterine leiomyoma, nausea, teratoma and gait inability outcome was unknown and the fibromyalgia was resolving. The reporter considered allergy to metals, bladder disorder, blood disorder, cardiac disorder, conversion disorder, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gait inability, genital haemorrhage, headache, hypoaesthesia, impaired work ability, meniere's disease, migraine, nausea, teratoma, urinary tract disorder, urinary tract infection, uterine leiomyoma and weight increased to be related to essure. The reporter commented: right fallopian tube - 3 coils. Left fallopian tube - 3 coils. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received: event injury was replaced with dysmenorrhea (cramping). New events - dyspareunia (painful sexual intercourse), blood/heart disorder, general abnormal bleeding, uti, bladder problems, urinary problems, weight gain, fatigue, migraine, headaches, nickel allergy, no confirmation test were added. On 20-sep-2019: pfs and medical record received: lot no. Was added. New events - psychological or psychiatric problems condition: bipolar conversion disorder, autoimmune disorder type of disorder: fibromyalgia, reproductive system disorder or condition type of disorder or condition: uterine fibroids, nausea, neurological conditions or problems type: pain, numbness, inability to work, tumor / teratoma / cancer type: teratoma, other injury(ies) or complication please describe: meniere's disease. Pain inability to walk, device insertion difficult were added. Reporter's information, patient demography, concomitant drugs, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.